Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of cover was broken. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, coating of the connecting tube peeled off more than 1mm. There was no patient involvement.